Event description:
It was reported patient underwent primary vanguard total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised in (B)(6) 2012 due to instability. The cr 10x79mm bearing was replaced with an as 14x79mm bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "muscle and fibrous tissue laxity can also contribute to these conditions."